Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s family member that the patient was dying, in a hospital and a magnet was placed to prevent high voltage therapy from the implantable cardioverter defibrillator (ICD). The family member reported that the patient shocked at the time of death with the magnet placed on the device. The device is not reported to be suspect in the patient death.